Manufacturer narrative:
The customer reported the malfunction was associated with an o2 sensor error. The error could not be solved by calibrating the sensor. The customer then replaced the sensor. The part was not returned. (B)(4).

Event description:
A report was received from (B)(6) stating that an e500 ventilator experienced a malfunction during patient use. The patient had to be manually ventilated and transferred to another ventilator. There were no negative patient consequences reported.